Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that he has not treated the high blood glucose at the time of call. The customer stated that he was unable to troubleshoot at the time of call. The customer also stated that there was bent cannula on the previous infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. However, the insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.